Event description:
It was observed that during the device evaluation, the videoscope distal end was burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation confirmed the event reported. Evaluation noted stickiness was found due to corrosion. A definitive root cause could not be identified. Probable cause could be due to damage of parts due to wear/ deterioration/ degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.